Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures and prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/13/2023, it was reported by a sales representative via (B)(4) that an ar-3633sp fibertak sp suture anchor had an issue during a pectoralis repair procedure on (B)(6)2023. They drilled into the humerus with the 2.6 ft kit and inserted the 2.6 ft (ar-3633sp fibertak sp suture anchor). While inserting the 2.6 ft, the bunching mechanism was cut in half. They pulled the anchor out and put in a new one. This occurred during use with no patient harm. Additional information has been requested. On 9/13/2023, the sales representative provided the following information: the humerus was drilled with an ar-3650ds fibertak rc disposables kit with an unknown lot number. When the bunching mechanism was cut, all suture fragments were removed from the patient. The anchor was pulled out, and all anchor fragments were removed. A drill kit was used to prepare the bone socket for insertion. The bone quality of the patient was good. Another 2 ar-3633sp fibertak sp suture anchors with an unknown lot number were used to complete the procedure successfully. There was no case delay reported, as they used the same hole for the second anchor without any issues. The device was discarded by the facility.